Manufacturer narrative:
Summary of event: it was reported that a foreign body was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided, which confirm foreign matter within the sealed package. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from the lot; however, the affected product was reworked, and the lot was 100% reinspected. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of device photos suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the lot, the non-conforming product was reworked and the lot was 100% reinspected, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: pre-amendment this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a foreign body was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement.